Event description:
Laparoscopic right adrenalectomy - "bag broke on bottom side as surgeon attempted to remove specimen from abdomen through 11mm trocar port site."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.